Event description:
The customer reported that the 840 ventilator had a blank display. No pt involvement. Covidien technical support engineer (tse) recommended the graphical user interface (gui) pcb be replaced. Covidien was not authorized to evaluate the device.